Event description:
Pt receiving baxter syringe medication, upon completion found that medication was on the floor under IV pump with the pt not receiving any. Upon checking equipment, noted possible crack in tubing connection site at syringe.